Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false high results for sodium (na), potassium (k), and chloride (cl) that were generated by the unicel dxc 600 pro synchron chemistry analyzer for one patient. No erroneous results were reported out of the laboratory. The results were repeated producing lower results and were reported out. The results, provided by the customer. Patient treatment was not affected in this event.

Manufacturer narrative:
Qc is run every 8 hours and was within lab-established ranges. Service has been scheduled for this event.